Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter on the tubing of a small volume intermate. It was unknown whether the particulate matter was inside or outside the tube. This was noticed before filling the device with solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Mfg date: - the device was manufactured december 4, 2014 ¿ december 5, 2014. The device was received for evaluation. Visual and microscopic inspection were performed and revealed the presence of a black spot, approximately 0.08 square mm in size, on the exterior surface of the tubing. The black spot was not in the fluid path. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.